Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The illuminator was not turned on. After the procedure was completed with external light source. The fse checked the system and confirmed the issue. There were no related errors found the in the logs. The lamp module was replaced, but the issue persisted. The fse then replaced the illuminator and the issue was resolved. The system was tested to original equipment manufacturer specifications and verified as ready for use. Isi received the illuminator involved with this complaint and completed the device evaluation. Failure analysis investigations replicated the customer reported complaint of ¿not able to turn on lamp module." This unit was returned with lamp module and both fuses were good. When reviewing system logs, there were no errors. The unit was installed and tested on the printed circuit assembly (pca) test system. The system started up without any errors and the blue light was on, but when the vision test was checked, it failed when the lamp did not turn on. No image/video investigation required as no image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post market surveillance (rpms) specialist. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: the illuminator was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a back-up illuminator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer was not able to turn on the lamp module while the illuminator was turned on. The procedure was completed with an external light source. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the illuminator initially powered on without errors. The issue occurred after ports placement and not during initial system startup. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
The illuminator was further analyzed by the original equipment manufacturer (OEM). It was found that the control board assembly had functional failure, and the issue was intermittent with exposure. The interlock board assembly pins was damaged.

Event description:
Refer to h10/h11 for follow-up information.